Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The instrument was completely disassembled in the as-returned state. The outer shaft has been retracted by about 304 mm. The stent has been fully released and was not returned for analysis. Both the outer and inner shaft are kinked and severely deformed at several locations. The outer shaft has fractured into three pieces. The metal tube which is connected to the knife has also fractured. The state of the instrument indicates application of a high tensile force. Upon re-assembling the handle it became apparent that two parts are missing and that the ratch is severely deformed. Unfortunately, the state of the instrument does not allow any further analysis with regards to the reported complaint event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Due to the state of the returned device a final root cause could not be established.

Event description:
A pulsar-18 stent system was chosen for treatment of a moderately calcified predilated lesion (70 percent stenosis degree). The device was delivered but during release after half of the stent it was not possible to release any further. The handle was opened and the stent could be released manually.